Manufacturer narrative:
Follow-up # 1 ¿ (08/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/30/2013 and 8/2/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) germany alleging that his onetouch vita meter was reading inaccurately. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests up to five times a day, his typical blood glucose range is between ¿100-110mg/dl¿, and according to the patient, when his blood glucose result is ¿150mg/dl¿ he administers 1 unit of novorapid insulin. On (B)(6) 2013 (during a scheduled doctor¿s office visit), the patient reportedly obtained blood glucose readings of ¿100mg/dl¿ with the subject meter and ¿145mg/dl¿ with another meter, performed less than 10 minutes from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not clear what action, if any, the patient took (during his doctor¿s office visit) in response to the reported result. On (B)(6) 2013 (at 10:30pm, before going to bed), the patient confirmed and clarified he obtained a blood glucose reading of ¿136mg/dl¿ with the subject meter; a reading he considered to be normal for that time in the evening. Per the patient¿s diabetes regimen when his blood glucose is ¿150mg/dl¿ he administers 1 unit of insulin; for reason unclear, the patient indicated after obtaining ¿135mg/dl¿ he administered a single dose of novorapid insulin and subsequently 3 ½ hours later, his wife found him unresponsive. Despite his wife¿s attempts to feed him 3 units of bread, he reportedly remained unconscious. According to the patient, his wife did not attempt to test his blood glucose with the subject meter. The patient¿s wife reportedly contacted the emergency medical services (ems) and at 2:45am the patient reportedly obtained a reading of ¿22mg/dl¿ with the ems¿s meter, he was administered IV glucose as treatment by the health care professional,and a short time later he was transported to the hospital. The patient reportedly was hospitalized for one day; his medical diagnosis prior to his release is not known. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr also noted the test strips the patient was using (at the time the alleged issue occurred) is no longer available. Replacement products were sent to the patient. The meter involved with this compliant has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the meter functioned properly and passed testing; no faults were found. Although it is unclear how the product may have been a factor in the patient¿s injury (since the patient had not properly followed his diabetes regimen and his blood glucose reading (with the subject meter) at the onset of his symptom is not known) this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.